Event description:
Following a tah procedure, 1 mm of the catheter tip broke inside the pt during removal. The technique used in the placement of the catheters, unrelated to the performance of the actual device itself, may have contributed to the incident. The MFR's directions for use states "if resistance is encountered or the catheter stretches, stop. It is advisable to wait 30-60 mins and try again. The pt's body movements may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. Do not apply additional tension if the catheter begins to stretch. Do not suture catheter. To avoid shearing, do not withdraw catheter back through needle during insertion." The MFR has already implemented a design change to strengthen the catheter material.